Event description:
The customer reported that the unit went ventilator inoperative with error code message of machine and proximal pressure sensors failed. It is unknown if the unit was in clinical use at the time the reported issue was discovered but there was no harm to the patient or user.

Manufacturer narrative:
Through follow-ups, customer stated there was no patient involvement. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.